Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. An ulcer is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 it was reported the patient is hospitalized in intensive care due to abdominal pain that started 20 days ago. On (B)(6) 2020 a gastroscopy confirmed a duodenal ulcer, which was determined to be caused by the j-tube. The j-tube was pulled back to allow the infusion of duodopa. The patient is under observation.